Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "pt. Presented with a gamma3 nail following a femoral fracture. The lag-screw of the gamma3 construct was protruding from her femoral head causing pain and hip malfunction. Dr. (B)(6) opted to revise to a tha with rmod-stem."

Event description:
As reported: "pt. Presented with a gamma3 nail following a femoral fracture. The lag-screw of the gamma3 construct was protruding from her femoral head causing pain and hip malfunction. Dr. (B)(6) opted to revise to a tha with rmod-stem."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The received patient implant sheet was reviewed, the document does list the implants that were used for the revision, the initial implanted gamma 3 devices are not listed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.